Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak on the supply bag (sb). An air detected in cassette warning occurred during dwell 2 of 4 of treatment. Technical support advised the patient to re-setup with new supplies. Upon follow up, the patient verified the fluid leak was discovered after the alarm during treatment. The patient could not confirm where the leak originated. The patient squeezed the supply bag (sb) but no fluid leak was found at all even though fluid was on the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported events. The patient confirmed that the cycler set and solution bag are available to be returned to the manufacturers for physical evaluation.